Manufacturer narrative:
See regulatory report # 3007566237-2018-01190 for other implantable neurostimulator involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease, essential tremor, dystonia, and movement disorders. It was reported the patient saw the healthcare professional (hcp) on (B)(6) 2018 and some adjustments were made to stimulation. The caller was reporting dyskinesia symptoms. On the day of the call the caller wanted to decrease amplitude on both sides because they were too high and the patient was in "dyskinesia mode" and lowering stimulation usually solved that problem. Prior to the call when the caller tried lowering stimulation, he got the lower limit screen. The caller was directed to follow up with the hcp to remove the lower limit. No further complications were reported or anticipated.